Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that up until (B)(6) 2017, the patient's device was working great. In (B)(6) 2017, the patient started feeling intermittent shocking that would travel to their lower back and down their right leg. At the (B)(6) 2017 the patient met with a manufacturer representative (rep), who checked the leads and found everything to be ok. The rep did change to group b and set the voltage to 3.2, and told the patient to try that setting for 48 hours. After 48 hours the new setting had not resolved the pain. The patient had notified the rep who then redirected the patient to contact their surgeon. The patient saw their surgeon on (B)(6) 2017 but the rep had not been present at that appointment. Then on (B)(6) 2017, the patient went to the emergency room (ER) because the ins was causing stimulation to go down to the leg where the patient was literally jumping off the bed and feeling what they described to be the ins on fire. It was noted the patient is a heart patient with a pacemaker and there was worry the patient was going to have a heart attack because of this. The patient ended up turning off their stimulation using their remote and the patient was stable and sleeping in the ER at the time of the report on (B)(6) 2017. It was also reported the patient was going to see their doctor on (B)(6) 2017 to check on back pain that had been coming back; a myelogram was scheduled to be performed. The date the back pain started coming back remains unknown at this time. No further complications were reported.